Manufacturer narrative:
The pump was received with a stripped battery cap coin slot. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. The customer's blood glucose reading was 101 mg/dl at the time of incident. Troubleshooting found that the pump shut off by itself and the battery cap was cracked. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.